Manufacturer narrative:
The device was returned for analysis. The reported link separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional carotid stenting procedure with an 8f sheath. Reportedly, a link break occurred after plunger removal. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.